Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the atrial lead exhibited loss of capture. It was noted that the patient had recently undergone open heart surgery. The lead was explanted and replaced. There were no patient complications during the explant procedure and the patient was in stable condition post procedure.

Manufacturer narrative:
.